Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements over the last year and more recently threshold measurements started increasing. There is no evidence of noise or oversensing and no shocks have been delivered since 2014. Technical services (ts) recommended a full evaluation of the rv lead including isometrics, pocket manipulation, and commanded shock testing. No adverse patient effects were reported. The lead remains implanted.